Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument has been returned and evaluated. The failure was not reproduced. The medium-large clip applier instrument was placed and driven on an in-house system. The medium-large clip applier instrument passed the recognition, engagement and clip tests. The medium-large clip applier instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The medium-large clip applier instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument was used to place a clip that fell off post-operatively, resulting in an unspecified post-operative complication. As per the customer, there was no fragment that fell into the patient. It is unknown if any post-operative tests were performed. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.